Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were unable to convert ventricular fibrillation (vf) during implant testing. The patient was successfully converted with external defibrillation. The implant procedure was completed, therapy was disabled and the patient was sent home with a lifevest. The patient was seen in clinic two weeks post implant and defibrillation threshold (dft) testing was repeated without successful conversion of vf and the patient was converted with external defibrillation. An invasive procedure was then performed. The system was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were unable to convert ventricular fibrillation (vf) during implant testing. The patient was successfully converted with external defibrillation. The implant procedure was completed, therapy was disabled and the patient was sent home with a lifevest. The patient was seen in clinic two weeks post implant and defibrillation threshold (dft) testing was repeated without successful conversion of vf and the patient was converted with external defibrillation. An invasive procedure was then performed. The system was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.